Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up. Device interrogation revealed multiple episodes of ams. Review of egm displayed oversensing of far r wave on the atrial sense channel. Programming changes were made. The patient will continue to be monitored.